Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of a new ilet pump experienced sustained hyperglycemia for approximately four hours, with a peak blood glucose of 308 mg/dl, and the device issued high glucose alerts; the user¿s spouse provided non-medical assistance, and levels later trended downward after monitoring and troubleshooting education, with the reported contributing factor being a meal announcement that did not mitigate the rise. Symptoms included feeling unwell. Outcomes included no need for medical intervention and successful self-management with guidance. Investigation included phone-based troubleshooting and education. Investigation of this case revealed no device malfunction reported, no component failure observed, and an unclear cause of hyperglycemia despite appropriate alerts and user support. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.